Event description:
Account reported that head of bed keeps going down on it's own. No injury reported.

Manufacturer narrative:
Tech was unable to duplicate complaint. Replaced valve solenoid to ensure problem was resolved.